Event description:
This device was implanted on (B)(6) 1997. Note from patient, dated (B)(6) 2011, states that their device is not working. Needs new battery. May or may not replace battery which has not worked in over 3 years. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)